Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# (B)(6) sigpshell - sig power sigpshell control shell, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged2. The sled and staples were visible at the 5cm cut line. The jaw of the reload was open. Staple pushers were visible at the 5.5cm cut line. A part of cartridge surface was deformed by biting foreign objects. Functionally, the reload was loaded into a representative handle. The clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the device was partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a side-to-side anastomosis during functional end-to-end anastomosis during colon resection, the firing advanced for about one cm, and the surgeon intentionally stopped to check for entanglement. An attempt was made to resume firing, but firing could not be performed. The assistant physician reported that some button was touched during the check after firing was stopped. The knife was returned, and a new cartridge was used to complete the case. There was no patient injury.